Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg). The cg stated that the hp had disconnected for an unknown reason, and the cg connected the hp back up after the alarm sounded. The tsr explained that therapy was over and new supplies were needed. The tsr assisted the cg with troubleshooting the alarm and also advised to contact the nurse about air alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the reported problem, it was revealed that they did have to start over with new supplies that evening, and was able to finish therapy.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.